Event description:
It was reported that the subject device had image noise. The issue was found during service/maintenance of the device. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) clinic. The device was returned to olympus for inspection and the reported failure was confirmed, snowflakes on screen. Additionally, it was noted the image exhibited blackout. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.